Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no analysis will be perform as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 4. Reference MFR report: 1627487-2017-00434, 1627487-2017-00436 & 1627487-2017-00437. It was reported the patient underwent a revision procedure of her scs leads due to ineffective stimulation. During the procedure it was confirmed all four leads had migrated. The patient's physician explanted and replaced all four leads. Effective stimulation therapy was reportedly restored postoperatively.